Event description:
On 22apr2019 additional information was received. The customer has stated that the patient experienced delayed postpartum hemorrhage, with an initial finding of uterus full of clots. The patient delivered via cesarean section (c-section). The quantifiable blood loss (qbl) was 3175 prior to bakri placement. The operative report states, " the bakri was inflated to 250cc. It had a defect, was leaking, thus decompressed. Little bleeding seen with this out." The patient received 2 units packed red blood cells (prbc) and 1 unit of fresh frozen plasma (ffp). The patient delivered at 0048 hours and the massive transfusion for the hemorrhage was called at 1001 that same morning. The bakri was placed shortly after the massive transfusion was called.

Manufacturer narrative:
Additional information provided on 22apr2019: b5. Investigation/evaluation: a document based investigation was performed including a review of complaint history, the device history record, review of IFU, quality control data, and trends. Unable to conduct visual examination or functional testing of the device since it was not returned to the manufacturer. A review of the device history record for this lot found no non-conformances. A review of complaint history revealed no other complaints associated with this production lot . The IFU for the device provides the following information to the user related to the reported failure mode: warnings: "this device is intended as a temporary means of establishing hemostasis in cases indicating conservative management of postpartum uterine bleeding." Precautions: "avoid excessive force when inserting the balloon into the uterus." How supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k # k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during management of postpartum hemorrhage 4-5 hours post-delivery using a cook bakri postpartum balloon with rapid instillation components, the balloon was placed and filled with 250cc of unspecified inflation medium. It is unknown if forceps were used to place the device. An unspecified time interval after delivery, the physician cleared out clots from the uterus. After placement (immediately after filling) the provider noticed clear fluid coming out of the vaginal canal, indicating that the balloon was leaking. The device was removed. Bleeding was stopped when the issue was noticed so no additional intervention/procedures/devices were needed to resolve issue. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.